Event description:
New information notes that infection was seen in the blood cultures. Related manufacturer reference number: 2017865-2019-15880, 2017865-2019-15881, 2017865-2019-15882.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had their pacemaker erode the pocket. The system was explanted and reimplanted on the other side. The patient was stable.